Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the tip of the device broke off. An x-ray was performed to try and locate the tip inside the pt, but nothing was found. The tip never was retrieved.